Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 30-year-old female patient who had essure (batch no. 626156) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dizziness, vomiting, right lower quadrant pain, ectopic pregnancy, edema, cardiac valve leak, high cholesterol and urinary urgency. Previously administered products included for an unreported indication: depo provera from 2001 to (B)(6) 2007 and ortho evra. Past adverse reactions to the above products included nausea with ortho evra. Concurrent conditions included diabetes since 2014, hypertension since 2009, chest pain, mitral regurgitation, urination difficulty, urinary retention, hypertension, lower abdominal pain, micturition disorder, cystitis interstitial, neurological disorder nos, shortness of breath, palpitations, dysmenorrhea, excessive menstruation, uterine leiomyoma and uterine fibroid. Concomitant products included amlodipine since (B)(6) 2009, atorvastatin since (B)(6) 2009 and metformin since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems - depression/psychological injuries") and anxiety ("psychological or psychiatric problems condition: metal anguish/psychological injuries"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 9 days after insertion of essure. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia(heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("pain- abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- the essure device was inserted in the fallopian tube and deployed with one coil shewing after deployment. On the eft side. The essure device was inserted and deployed, and here were two coils showing after deployment. Patient received treatment for- pelvic pain, abdominal pain and menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: result :- total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs was received. Lot number was added. Treatment and concomitant drugs were added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dizziness, vomiting, right lower quadrant pain, ectopic pregnancy, edema, cardiac valve leak, high cholesterol and urinary urgency. Previously administered products included for an unreported indication: ortho evra. Past adverse reactions to the above products included nausea with ortho evra. Concurrent conditions included diabetes since 2014, hypertension since 2009, chest pain, mitral regurgitation, urination difficulty, urinary retention, hypertension, lower abdominal pain, micturition disorder, cystitis interstitial, neurological disorder nos, shortness of breath, palpitations, dysmenorrhea, excessive menstruation, uterine leiomyoma and uterine fibroid. Concomitant products included atorvastatin since january 2009 and metformin since january 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 9 days after insertion of essure. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia(heavy menstrual bleeding)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems - depression/psychological injuries"), anxiety ("psychological or psychiatric problems condition: metal anguish/psychological injuries") and abdominal pain ("pain- abdominal"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- the essure device was inserted in the fallopian tube and deployed with one coil sewing after deployment. On the eft side. The essure device was inserted and deployed, and here were two coils showing after deployment. Patient received treatment for- pelvic pain, abdominal pain and menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. New events abdominal pain was added. Outcome of event updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dizziness, vomiting, right lower quadrant pain, ectopic pregnancy, edema, cardiac valve leak, high cholesterol and urinary urgency. Previously administered products included for an unreported indication: ortho evra. Past adverse reactions to the above products included nausea with ortho evra. Concurrent conditions included diabetes since 2014, hypertension since 2009, chest pain, mitral regurgitation, urination difficulty, urinary retention, hypertension, lower abdominal pain, micturition disorder, cystitis interstitial, neurological disorder nos, shortness of breath, palpitations, dysmenorrhea, excessive menstruation, uterine leiomyoma and uterine fibroid. Concomitant products included atorvastatin since (B)(6) 2009 and metformin since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: metal anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- the essure device was inserted in the fallopian tube and deployed with one coil shewing after deployment. On the eft side. The essure device was inserted and deployed, and here were two coils showing after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: new pfs and mr received- new events added: ¿abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems -depression, mental anguish¿, concomitant conditions and drugs, lab data, historical conditions and new reporters information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 30-year-old female patient who had essure (batch no. 626156) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dizziness, vomiting, right lower quadrant pain, ectopic pregnancy, edema, cardiac valve leak, high cholesterol and urinary urgency. Previously administered products included for an unreported indication: depo provera from 2001 to (B)(6) 2007 and ortho evra. Past adverse reactions to the above products included nausea with ortho evra. Concurrent conditions included diabetes since 2014, hypertension since 2009, chest pain, mitral regurgitation, urination difficulty, urinary retention, hypertension, lower abdominal pain, micturition disorder, cystitis interstitial, neurological disorder nos, shortness of breath, palpitations, dysmenorrhea, excessive menstruation, uterine leiomyoma and uterine fibroid. Concomitant products included amlodipine since (B)(6) 2009, atorvastatin since (B)(6) 2009 and metformin since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems - depression/psychological injuries") and anxiety ("psychological or psychiatric problems condition: metal anguish/psychological injuries"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 9 days after insertion of essure. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia(heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("pain- abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- the essure device was inserted in the fallopian tube and deployed with one coil shewing after deployment. On the eft side. The essure device was inserted and deployed, and here were two coils showing after deployment. Patient received treatment for- pelvic pain, abdominal pain and menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2018: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia, pelvic pain. Lot number: 626156, manufacture date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.